Manufacturer narrative:
(B)(4).

Event description:
A pump memory error was reported. The error occurred during an update. Physician performed therapy stop and reprogrammed pump. Drug delivered was morphine: old concentration: 1 mg, new concentration: 5 mg, old drug desired dose: .75 mg/day, tdv: .35 mls, amount of bolus: .35 mg, duration of bolus: 11 hrs 12 mins. Pump was updated successfully.